Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
For a pfc sigma-knee surgery on (B)(6) 2022 a trumatch cutting guide was ordered. Intraoperatively when patient was already under anesthesia the surgeon noticed that no pin-guide were delivered together with the trumatch guide. Surgical procedure was aborted. In an e-mail dated (B)(6) 2021 from trumatch team to surgeon the surgeon was informed about the need to order the pin-guides separately. This information was overlooked by surgeon and by sales rep.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.